Event description:
Hamilton medical ag received the following event description: after startup, the ventilation starts with an audible high-priority sound and a visual alarm with the tf9907. In standby mode, no pre-operational check is available. In calibration mode, no flow is delivered during the inspiratory valve calibration. No patient was involved as per provided information.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.